Event description:
The patient stated about a couple weeks ago when lying in bed one night they felt a burning sensation across their whole back where the ins was located. The patient stated it was a onetime thing and then it stopped. The change in therapy/symptom was noted to be sudden. The patient stated the pain was resolved. The patient's indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.